Event description:
Foley catheter could not be removed from 81 yo female. Balloon would not deflate. Cutting off side port of foley was unsuccessful in getting the balloon to deflate. An attempt to pass a wire down the inflating port to deflate the balloon was also unsuccessful. Pt underwent removal of foley catheter under gauge monitored anesthesia. A #22 gauge spinal was passed transvaginally and balloon was punctured. Cystoscopy revealed mild catheter reaction of bladder wall.